Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was reported that the atrial lead exhibited failure to capture. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.